Event description:
Dr. Was attempting to perform a laparoscopic appendectomy & clamp the appendix when the disposable endo stapler malfunctioned & the staples part of the instrument fell off. Surgeon had to perform a laparotomy to complete the procedure & retrieve the missing piece of instrument.